Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event during physically demanding work, with a blood glucose low of 68 mg/dl. This was self-treated with oral carbohydrates of juice and snacks, without alarms, outside assistance, nor medical intervention. No clinical symptoms were specified. Outcomes included recovery to stable glucose after one hour with no long-term impairment. Investigation included a review of device use history and user feedback; troubleshooting and user education were completed. Investigation of this case revealed no device alerts or alarms were reported. The cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with the root cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.